Event description:
The manufacturer received information alleging that a sensor drift failure during a maintenance test occurred on a trilogy evo device. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo device was returned to the manufacturer¿s service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a reportable failure related to pressure verification at set point 80. Both the sensor drift and pressure verification set point faults were confirmed and corrected by replacing the system pca.